Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report number 2183959-2012-00600. Related to MFR report number 2183959-2012-00601. It was reported the patient was implanted with a monarc sling system on (B)(6) 2006 to treat her stress urinary incontinence. The patient experienced pain, mesh erosion, chronic infection, bleeding, dyspareunia, disability, impairment, and permanent injury. The patient underwent surgery to excise the mesh on (B)(6) 2007, (B)(6) 2008, and (B)(6) 2011.